Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported system blood glucose results of 413 mg/dl, 337 mg/dl, 163 mg/dl, 151 mg/dl, 138 mg/dl, 166 mg/dl, within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.